Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
It was reported that, the patient was disconnected from the 980 ventilator in order to carry out a procedure. The ventilator was put into standby mode. In the moment that the clinician attempted to reconnect the patient to the ventilator a diagnostic message was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.